Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 2 similar complaints with the same failure mode for this serial number. ¿ case: (B)(4) ¿ pyxis es server down - order not crossing over. ¿ case: (B)(4) ¿ es medstation- patient not crossing over at the station gsl-e300s. A review of the device history record for sn (B)(6) was performed from date of manufacture, 30-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new patient orders were not crossing over. A technical support specialist reported messages as delayed and stations were put into critical override, but messages were crossing when the server was accessed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system had new patient orders not crossing over. The customer stated that messages reported as delayed and stations were put into critical override. There were no adverse events or injuries reported based on this incident.